Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported marker lumen blockage, failure to deploy and retract the foot could not be confirmed. A conclusive cause for the reported marker lumen blockage and failure to deploy/retract the foot could not be determined. Abbott vascular confirmed the reported difficulty inserting the guidewire. Abbott vascular reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to the difficulty inserting the guidewire. The complaint handling database was reviewed and there was one similar event identified from this lot. Abbott vascular identified a difficulty inserting the guidewire trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Abbott vascular has implemented mitigations to address difficulty inserting the guidewire and will implement corrective actions to prevent recurrence per internal site operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after an interventional procedure. Reportedly, the proglide did not track well over the guide wire; it was stiff going over the wire and while coming out of the patient. The proglide was reflushed and attempted again. After being re-introduced into the body, bleed back was sluggish. The footplate was deployed but could not get up against the wall. It was hard to back the footplate down; however, the proglide was removed and another was used successfully to achieve hemostasis. There was no vessel damage. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.